Manufacturer narrative:
The definitive root cause could not be established. The probable cause has been determined as a strong impact was applied to the ccd unit by the user's handling, which caused the ccd unit breakage and the phenomenon occurred. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
Manufacture date of the device is available and was not included in the previous supplemental report. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the unit displays a black image with the cv-190 system. The unit is to be sent in for repair. Additional information is unavailable at this time.